Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.3 - 3.5 inr): qc 1: 2.1 inr, qc 2: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin method. The result from the laboratory was 2.2 inr. The result from the customers meter 30 minutes later was 3.0 inr. The customer used the same puncture to test with the doctors roche meter immediately after and received a result of 2.7 inr. The customers therapeutic range is 2.5-3.5 inr.